Manufacturer narrative:
MDR 3003442380-2026-10737 / initial 2 of 2. Name: tandem, country: united states of america, address ¿ line 1: 11045 roselle street, address ¿ line 2: suite 200, city: san diego, state, province or territory: california, post office or zip code: 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that infusion set cannula was kinked leading to occlusion. The patient experienced high blood glucose and treated with correction injection using multiple daily injections event occurred on (B)(6) 2026.